Event description:
It was reported that during the procedure in an unspecified vessel, a 3.5x15 rx xience xpedition stent delivery system was advanced into a 6f guiding catheter. Resistance was felt with the guide catheter and minimal force was applied to the stent delivery system. The delivery catheter shaft kinked. The stent delivery system could no longer be advanced forward. An attempt was made to withdraw the stent system from the guide catheter but resistance was felt; therefore, the stent delivery system and the guiding catheter were removed as a single unit. A new same size xience xpedition and new same size guiding catheter were used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Return device inventory found that the device was separated. Additional reported information indicates that the separation occurred after the procedure, during packaging for return shipment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft kink was confirmed. The guiding catheter resistance during advancement and withdrawal could not be replicated due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.